Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen went blank after customer jumped into pool and insulin pump was not went back to the home screen. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and the display did not return after insulin pump restart. Customer stated that the insulin pump was exposed to water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.